Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose (bg) over 500 mg/dl with small ketones, polydypsia, polyuria, and dry mouth due to medication and high bg. Patient sought phone advice and treated with insulin via injections. During troubleshooting customer support found that there was leakage at the cartridge luer lock and the patient had reused and refilled cartridges, and doesn't change site until 4-5 days. Patient believes this is part of the reason for high bg issue, but also has concurrent illnesses. This complaint is being reported as the user error contributed to the hyperglycemic event.